Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. This event is related to MDR # 1810909-2020-00491.

Event description:
The customer obtained a blood glucose reading of 298 mg/dl at 10:05 p.m. On the contour next link 2.4 meter. The customer took 2.6 units of insulin based on the high reading and went to bed. At 2 a.m., the customer called paramedics as he was experiencing symptoms of hypoglycemia such as shakiness and sweating. Upon the arrival of paramedics, they performed a blood glucose test with their meter and obtained a reading of 27 mg/dl. The customer was given intravenous glucose solution, after which he recovered well. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.